Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had significant discoloration to the forehead related to forehead sat probe. It was unclear if was heat or pressure related, but significant purple discoloration was noted.